Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via radial artery. The sub-occluded, 20mm x 3mm target lesion was located in the mildly calcified right coronary artery. During introduction of a 20x3.00mm rebel stent into a 3.5cm 6fr non-bsc guide catheter, it was noted that the stent got dislodged from the balloon. The device was completely removed and the procedure was completed with another 20x3.00mm rebel stent. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stent delivery system (sds) catheter. The balloon was loosely folded with the stent secured between the markerbands. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube kinks. The inner shaft is buckled in numerous locations which is consistent with the damage seen with the use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported event. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via radial artery. The sub-occluded, 20mm x 3mm target lesion was located in the mildly calcified right coronary artery. During introduction of a 20x3.00mm rebel stent into a 3.5cm 6fr non-bsc guide catheter, it was noted that the stent got dislodged from the balloon. The device was completely removed and the procedure was completed with another 20x3.00mm rebel stent. No patient complications were reported and the patient¿s status was stable.